Event description:
It was reported that a patient's generator and lead were explanted due to an infection. Good faith attempts to obtain additional information have been unsuccessful to date. A review of the generator and lead manufacturing records show that the devices were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.